Event description:
While transferring a patient, dop noticed wiring sticking out beside the ball joint outside the sling yoke. The patient weight was 50 lbs. Off from the previous weight the evening before. When the patient had been removed, dop observed the sling yoke hanging crooked. Sling removed. Arjo tech called and he came to work on sling. Arjo tech did a breif check and said everything was alright, he did not recalibrate scale. He also said crookedness was normal.